Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to receive alarms on in insulin pump and when pump is reset, alarm continues to go off possibly for sensor. Call was dropped. No further information provided.